Event description:
It was reported the right ventricular (rv) lead had decreased sensing values, increased and high pacing impedance. X-ray results showed the rv lead twisting in the pocket. Twiddler syndrome was also confirmed and reported. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. No anomalies were found. Inner and outer tubing was kinked/buckled. The outer tubing overlay was melted and had cosmetic environmental stress cracking. The inner tubing was torn. The helix/lobe was distorted/bent. Blood was observed in/on the helix/lobe mechanism. Apparent explant damage was noted.